Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and the mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2020 during which the surgeon noted the small bowel was densely adhered to the mesh. He was able to dissect the bowel down from the mesh. It was reported that the patient experienced severe pain, nausea, and vomiting. No additional information was provided.